Manufacturer narrative:
Date of event is estimated. A patient requested their system to be explanted as they were not receiving relief was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Reference manufacturer numbers: 3006705815-2020-30441, 3006705815-2020-30443. It was reported that patient experienced ineffective therapy from their scs system. In turn, the patient underwent surgical intervention wherein the system was explanted. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.